Manufacturer narrative:
(B)(4) b5: describe event or problem - additional. H2: additional information. H6: type of investigation - additional. H6: investigation findings. H6: investigation conclusion.

Event description:
Data was provided for evaluation. A review of the data indicated that the sensor session began on (B)(6) 2025 at 8:05 pm with transmitter/wearable serial number (B)(6). The sensor session lasted 9 days and 9 hours and ended due to an algorithm detected failure on (B)(6) 2025. There was no bg calibrations attempted during the sensor session. During the early morning of the reported missed alert event, the estimated glucose values (egvs) started out above the high threshold. At 1:00 am a high glucose alert was triggered with the alert sounding at 100 percent audio volume. The egvs then began to drop and at 2:41 am a falling fast alert, at 100 percent audio volume, was triggered. At 3:56 am an urgent low soon alert was triggered at 100 percent audio volume followed by an urgent low alert at 4:06 am. The urgent low alert was acknowledged at 4:12 am. All alerts were found to have performed as intended. The allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the patient felt her muscles tighten up, was losing her vision, and felt she may lose consciousness (but she did not). The patient¿s cgm was reading low mg/dl, however, she did not receive any alert from her dexcom mobile app notifying her of her hypoglycemic state. The patient took a bg meter reading and it was found to be 14 mg/dl. The patient called 911 and when they arrived, the patient¿s bg meter reading was ¿low¿ (no specified value was reported). Ems treated the patient with a glucagon injection and IV glucose. The patient eventually recovered and did not need to be taken to the ER. The patient was ¿fine¿ at the time of report. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.